Manufacturer narrative:
Insulin pump alarmed prime during basic occlusion test due to loose and protruded drive support disk. Insulin pump received with missing end cap sticker, cracked reservoir tube, broken reservoir tube lip, broken belt clip slot and cracked battery tube threads.

Event description:
The customer's insulin pump was alarming. At the time of the event, her blood glucose level was 333 mg/dl. Per her physician, the customer treated with an injection. The customer stated that the drive support cap was flush. We advised the customer to stay discontinued from the pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.